Manufacturer narrative:
Due to character limit in e1 event site (B)(6).. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
Customer was reported that the pump is alarming "check iab catheter" when intra-aortic balloon was in use on patient and has been in standby for several minutes. A chest film has been done and location is pending. They have tried the start key, and they have tried repositioning the patient. They also rebooted the pump without resolve. Fse advised them to press the iab fill key, but it would not engage. They were never able to get the fill key to activate. They once again rebooted the pump to perform a "fill" and this time fse advised them to manipulate the sheath hub while the pump was autofilling. Fse also had them dial the aug control down 3 bars to attempt the fill. After this autofill, the pump displayed the autofill failure alarm, and the unable to calibrate message. At this point time exceeded 20 minutes and they called the physician for possible removal. They did not report harm or injury to the patient.

Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h3, h6 codes (investigation types, findings, conclusion, components), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference record (B)(4).

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected field: d4 UDI number, expiry date, h4.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected field: h6 (type of investigation).

Event description:
N/a.